Manufacturer narrative:
Retainer ring = black. On 12-dec-2021, the customer alleged was for high bg and exposed to moisture. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube) during the visual inspection. Thump was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0873. Device was cut open to perform visual inspection and found moisture damage on the electronics, and motor assembly noted. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg, however, moisture damage was confirmed on the electronic stack and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they had a high blood glucose of 600 mg/dl. Customer reported fluid in the reservoir barrel which was not insulin. They were trying to rewind the insulin pump when they noticed fluid inside the reservoir compartment. Assisted for self test and insulin pump passed. Customer stated that there were another sources of leaks. Mode of treatment for high blood glucose is unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.